Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead "the ra lead" were explanted and replaced due to pacing inhibition, noise, and clavicular crush; damage was observed on both leads during the explantation.